Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. This crt-d is expected to be explanted, and this investigation will be updated when further information is provided. No adverse patient effects were reported.

Manufacturer narrative:
This device was discarded at the healthcare facility and therefore unavailable for return.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. This crt-d is expected to be explanted, and this investigation will be updated when further information is provided. No adverse patient effects were reported. Additional information was received. This crt-d is was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. This crt-d is expected to be explanted, and this investigation will be updated when further information is provided. No adverse patient effects were reported.